Event description:
It was reported that an ilet pump powered off after complete battery depletion and did not power back on when placed on a charging pad that showed a steady indicator light, consistent with a device battery problem involving the battery component. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient was advised that device data would not transfer to a replacement and that they could continue cgm use with the dexcom application or receiver.

Manufacturer narrative:
Device evaluation report: the customer reported complaint was confirmed and duplicated. The device was placed on a charging pad, it had a solid green light, however the device did not power on. The device was opened and interior components were inspected. Evidence of fluid ingress was found. Due to fluid ingress, the device will need to be scrapped. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.